Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level in the 30-40 mg/dl range. Reportedly, the cause of the low bg was due to the customer being a brittle diabetic and not having a continuous glucose monitor (cgm) system to track the bg level more consistently. The customer consumed glucose to treat the low bg.